Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At a routine follow up, a device related thrombus (drt) was confirmed through computed tomography angiography (cta). It was noted that direct oral anticoagulants (doac) medication was unintentionally discontinued. Currently, there are no adverse health effects, and doac is being prescribed. The patient will continue to be monitored.